Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices reloads. Visual examination of the staple cartridges noted that the reloads had full complements of staples. The proximal ends of the adapters were fractured. The articulation flag of the second reload was bent. Functional testing of the reloads could not be performed due to the damage to the adapters and articulation rod. A review of the device history record indicates the product was released meeting all manufacturers¿ quality release specifications at the time of manufacture. Replication of the damaged reload adapter may occur due to over flexure of the reload while attached to the instrument. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, while on the resection of stomach, the device was unable to be fired, handle could not be squeezed even when the green button was pressed. It was also impossible to articulate the device to the left. There was no patient injury.